Manufacturer narrative:
An event of embolization and patient death was reported. The results of the investigation are inconclusive since the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined; however, information from the field stated that the user did not believe the patient death was attributable to the amplatzer vascular plug. The patient had undergone a tavi procedure and the avp was implanted and embolized during that procedure.

Event description:
On (B)(6) 2018, a 14mm amplatzer vascular plug (avp) was selected to close the carotid artery during a tavr procedure. After the plug was released, the device moved to the aorta. A 14mm amplatzer vascular plug 2 (lot number: 4645198) was then placed and successfully embolized the target vessel and the tavr procedure continued. Following the tavr procedure, the patient was taken to the ICU for recovery. Later that night, the patient was brought back to the operating room due to a tavr procedural complication and did not survive. The user did not suggest the death or complication was due to either vascular plugs involved. The user's only concern was the migration of the 14mm avp to the aorta. Patient's information (e.g. Age, weight, gender, ethnicity, race, patient's initials) cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. National legislation prevents the recording of such information. A written consent has not been obtained in this case; therefore, this information is not available.